Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection - vagina [vaginal infection]. Retained tampon - vagina [foreign body in reproductive tract]. Infection - tampon [medical device site infection]. Nauseous [nausea]. Cramping - menstrual [dysmenorrhoea]. Left of tampon unraveled....string and right side of tampon came out [device breakage]. When went to replace tampon...string and right side came out [complication of device removal]. Case narrative: consumer reported via phone that she changed tampon and the string and right side of tampon came out. Left side of tampon unraveled and was retained. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Infection - vagina [vaginal infection]. Retained tampon - vagina [foreign body in reproductive tract]. Infection - tampon [medical device site infection]. Nauseous [nausea]. Cramping - menstrual [dysmenorrhoea]. Left of tampon unraveled string and right side of tampon came out [device breakage] when went to replace tampon string and right side came out [complication of device removal]. Case description: consumer reported via phone that she changed tampon and the string and right side of tampon came out. Left side of tampon unraveled and was retained. No serious injury reported.